Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, a vein was nicked and the patient experienced excessive bleeding. Physician applied pressure and used cautery to stop the bleeding. This resolved the issue.